Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. Passed mushroom head check. Test positive for glucose. The reported symptom (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom hb make sure hb is on ht tray was not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during fill 1 the cycler alarmed for air detected in the cassette. The alarm could not be bypassed. Treatment was discontinued. When removing the cassette the patient found that fluid had leaked. The patient was advised to contact his nurse. The cycler was replaced. During follow up the patient reported he did not have any adverse event associated with the leak. He was not prescribed any antibiotics.